Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. Functional testing was precluded due to the observed damage. Engineering noted that the tube housing disengaged from the trumpet valve assembly. Close look at the plug cannula was seen with the hook, which holds in place the shaft assembly found dismantled, was deformed. Engineering determined that this was due to over deployment of the tube housing. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends for the complaint. Replication of the observed conditions may occur if the instrument is excessively manipulated during use. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the tip of the surgiwand is dislodged. Unsure if it is in the patient's body or outside. Hospital raised ehor and patient is informed. Patient involved with injury. Patient's current condition is stable. No medical intervention. Product not tested prior to use. Surgery time not extended by 30mins or more.